Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report [information contained in this report was previously submitted through asr / psr / 410psr on 10-november-2023.]. H10 - related report numbers: initial ph report ¿ medwatch report [information contained in this report was previously submitted through asr / psr / 410psr on 10-november-2023.], 1st recurrence (ph after 1st liposuction)¿ MFR. Report number: 3007215625-2024-00384, and 2nd recurrence (ph after 2nd liposuction)¿ MFR. Report number: 3007215625-2024-00315.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received a coolsculpting treatment and presented with paradoxical adipose hyperplasia (ph/pah) to the upper abdomen, mid abdomen, and lower abdomen, and flanks.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of (B)(4). H10 - related report numbers: (B)(4) ¿ initial ph report, (B)(4) ¿ 1st recurrence (ph after 1st liposuction), and (B)(4) ¿ 2nd recurrence (ph after 2nd liposuction).

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.